Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter: 8:05 a.m 236 mg/dl, 8:06 a.m 116 mg/dl, 8:08 a.m 236 mg/dl, 8:09 a.m 121 mg/dl, 8:16 a.m 237 mg/dl, 8:17 a.m 122 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.